Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture and failure to sense. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.